Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: experiencing pain associated with wearing the aligners. Mouth sores developed after wearing the retainers, and the patient rated the pain as 8 on a scale of 1 to 10. The clinical team advised the patient to continue wearing their final aligners and to use their hyperbyte. Clinical also provided the patient with tips and tricks for comfort with their retainers.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.